Manufacturer narrative:
H6 device code: updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the wire separated and removed with a snare. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A rotawire and a 1.75mm rotapro were selected for use. During the course of the procedure, the physician set the rotation speed to 190,000 rpm. There was a bend noted at the ablation point and the burr was trapped at the periphery within the maximum speed of 184,000 rpm. Removal was attempted to replace the device with 0.014 wire; however, it was noted that the wire got separated 7 cm from the tip. A resistance was felt upon removal, so snaring was used to remove the device. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the wire separated and removed with a snare. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A rotawire and a 1.75 mm rotapro were selected for use. During the course of the procedure, the physician set the rotation speed to 190,000 rpm. There was a bend noted at the ablation point and the burr was trapped at the periphery within the maximum speed of 184,000 rpm. Removal was attempted to replace the device with 0.014 wire; however, it was noted that the wire got separated 7 cm from the tip. A resistance was felt upon removal, so snaring was used to remove the device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.